Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was able to be replicated by analysts. The issue was found to be a damaged heat exchanger interlock assembly. The fault was found to be normal wear and tear. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device was giving an alarm that could not be cleared. No adverse effects reported.